Manufacturer narrative:
The as-received component shows scratching and damage, this was observed on the femoral head and proximal neck region of the stem. This damage was due to contact with an instrument during removal of the implants.

Event description:
It was reported revision surgery was performed due to dislocation.